Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was taken to the hospital for low blood glucose levels with a reading of 32 mg/dl. The customer found out that the glucose meter he was using was giving false readings. Nothing further was reported.